Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation. However, the serial/lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a aseptico dtc motor was auto reversing. No injury occurred.

Manufacturer narrative:
Repair evaluation performed by aseptico. See attached. Closing comments: console: replaced the u3, updated the software to tul 06, and tested the torque using a calibrated test fixture; tested okay. Foot pedal: replaced the cracked case and tested okay. Pwr cord: the insulation had pulled away from the plug; replaced with a new power cord and tested okay.